Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A review of photos of the device which were submitted with the complaint report determined that the silicone had separated from the jaw. Based upon this review, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the silicone tip of the hemopro jaws peeled exposing the metal jaw during branch division. A replacement device was used to complete the procedure. The hospital did not report any pt effects.